Event description:
It was reported that the replacement of the implantable neurostimulator (ins) had not resolved the low impedance. The cause of the impedance was unknown. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v043903, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3550-05, lot# n144463, implanted: (B)(6) 2008, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).